Event description:
Received medwatch 3500a form from FDA. It was reported by the user facility that a pt implanted in 2006 for posterior fusion was revised due to broken implants. User reports a free setscrew from a depuy isola hook 6.35 titanium at t4. They also report that the depuy product was used with danek screws and rods and that the screw at t11 was also loose.

Manufacturer narrative:
Left several messages at user facility. Spoke with risk manager on 4/9 she stated that aside from the info that was provided to FDA she had few add'l details that she could share at this time. A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct fully tightened and assembled properly. These products are technique dependent and events of this nature can occur. Construct loosening is listed as possible adverse outcome in the instructions for use (IFU) supplied with the device.